Event description:
A report was noted from kera-net (the official online resource of the cornea society) in which a physician was "treating two patients. Both were using renu (unknown type). One is culture positive for fusarium. The second has negative culture for bacteria, fungus, and acanthamoeba. Was treated empitically for bacteria initially with no response. With change to anti-fungal prescription (unspecified product) there has been improvement". No other information was available.